Event description:
Boston scientific received information that during a normal device replacement procedure, both the right atrial (ra) lead and the is-1 portion of the right ventricular (rv) lead were stuck in the header of this cardiac resynchronization therapy defibrillator (crt-d). Attempts to release the setscrews using both torque and fixed wrenches were unsuccessful. The set screws were drilled in an attempt to release them; however, this was also unsuccessful. Finally, the header was cut from the device body and the ra lead was surgically abandoned. The is-1 portion of the rv lead was surgically abandoned as well but the rest of the lead remains in service for defibrillation purposes. No adverse patient effects were reported. The crt-d will be returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was returned with the header separated from the device. Inspection of the header found the ra and rv leads still connected in the header and the leads were then removed without issue. Further inspection found that the proximal ra seal plug, the proximal rv seal plug and both distal and proximal lv seal plugs were missing. The distal lv setscrew was stuck in the down position and was able to be loosened using a torque watch and applying 19 inch ounces of torque. All other setscrews were in the up position. A portion of a wrench tip was found in the proximal rv setscrew. In addition, it was noted that the proximal ra setscrew and both lv setscrews were rounded at the top. A review of the device memory found no faults or resets. Laboratory analysis determined that the stuck setscrew and header was damage that occurred as a result of the explant procedure. Analysis was unable to determine why the leads were unable to be removed from the header.